Event description:
Allegedly, the x-ray technician injured her arm while positioning the x-ray tube on the pmx-2000 unit. Reportedly, the x-ray technician is not working due to the injury and is out on disability. Reportedly, preliminary findings found that the solenoid brake inside the x-ray tube column was activating intermittently.